Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria. The device feet were missing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation control module. The customer does not want any repairs performed on the device. The inlet air path assembly and removable air path foam were replaced per remediation. The unit will be returned unrepaired.